Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose of 396 mg/dl on (B)(6) 2017. The customer experienced confusion and decided to go to the hospital. The customer was wearing the insulin pump at the time of hospital admission. The patient treated via insulin pump therapy and manual insulin injections. During the hospitalization, the customer was given two bags of insulin drip to treat their high blood glucose values. During troubleshooting the caller confirmed that the drive support cap appeared normal. The insulin pump settings were correctly programmed as well. The displacement test and self test were successfully completed. The insulin pump was not returned for analysis.